Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed.

Event description:
The manufacturer received information alleging a ventilator shut down while in use. The patient was manually ventilated and placed on another device. There was no harm or injury reported.